Event description:
It was reported that the customer had an unresponsive button on the insulin pump.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. Pump was received with a cracked case at display window corners, a reservoir tube lip, a belt clip slot, and a minor scratched display window.